Event description:
The customer reported that while the unit was in use on a pt, the unit experience a sys failure. The unit was turned off, and then turned back on again. The unit operated for awhile and then locked up. Therapy was discontinued. No pt injury was reported.